Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measurements greater than 125 ohms in the dual coil configuration. A 1.1 j shock was delivered and returned a normal impedance measurement. Therefore, the lead configuration was reprogrammed to single coil and impedance measurements were within normal limits. This product remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.